Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all of the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 03/23/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/10/2015 with the following findings:visual inspection revealed that the keypad cover was thinning. Evaluation revealed that all of the keypad buttons were intermittently responsive and difficult to engage: the reported issue was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the reported issue. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.